Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed but the exact cause was not determined. The product returned for evaluation was a 2fr perqcath catheter. The sample contained blood-like residue on and within the catheter and the sample was returned with the flush through t-lock assembly tightened onto the luer hub. The stiffening stylet was not returned for evaluation. A visual examination did not reveal the alleged leakage site but a functional test confirmed fluid leakage between the 0cm and 1cm depth markings. The leakage point was smaller than 1mm and impossible to directly view through macroscopic examination. Infusion testing resulted in small beads of fluid at the site but no spraying leak. Microscopic examination of the leak site did not result in visualization of the fracture point. The catheter was then cut longitudinally to examine the leak site from the inner catheter surface. The leakage site again could not be visualized due to its small size and lack of contrast under microscope. Due to the lack of evidence supporting a root cause, the root cause of the event was unknown. This type of damage can occur if the catheter is compressed over the stylet or if the stylet is forcefully removed from the PICC but no direct evidence was observed to support that failure type. A lot history review (lhr) of rezj1749 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rezj1749) have been reported from (B)(6) facilities.

Event description:
It was reported after inserting catheter to patient, leakage was found from the catheter while monitoring the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezj1749 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rezj1749) have been reported from (B)(4) facilities.

Event description:
It was reported after inserting catheter to patient, leakage was found from the catheter while monitoring the patient.